Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1, a4: patient initials & weight were not available. E1: surgeon first name is unknown. H3, h6: no parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that one ap and one oblique image were taken. A hover-t mount was secured to l4 for stability. Eight screws were planned, but only four screws were clinically required. The four screws were executed on l2 and l5. The right l5 screw was misplaced, so the trajectory was re-executed accurately. There was no patient harm reported. Additional information was received stating that there were no patient symptoms due to the issue. The procedure was delayed 10-15 minutes due to the issue. The trajectories were deviated less than 2mm. The cause or suspected cause of the issue was stated to be maybe due to the drill on an unstable point.